Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was problems with broken bushings, which were replaced. Maintenance was performed including a clean, lube, and adjustment to the device. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece began leaking a cloudy, watery substance during an emergency fractured hip procedure. The substance did not come into contact with the pt or surgical site. The procedure was completed with the same device. There were no adverse consequences reported as a result of this event.